Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 109 mg/dl (accu-chek guide me meter), a result in the 120's (mg/dl) (accu-chek aviva meter) and a result in the 280's (mg/dl) (accu-chek guide me meter).